Event description:
It was reported that when the keys on a pump keypad are selected, the pump will power off, and the on/off key is inoperable. The customer stated that this occurs intermittently.

Manufacturer narrative:
MFR's ref (B)(4). The device was received and evaluated by baxter. The eval could not confirm any keypad response anomaly. The device was tested for 96 hours and performed as expected. The keypad was delaminated and examined under a microscope and no failures were observed.